Manufacturer narrative:
.

Event description:
The patient reported that her seizures are lasting longer and are more frequent. The patient reported that the seizures are a little worse. The patient believes that the generator battery is wearing down. Clinic notes dated (b)6) 2014 note that the patient continues to have seizures despite antiepileptic medications. The notes indicate that the device was interrogated and the parameters were kept the same. It was noted that the patient's output current was 2.5ma and magnet output current was 2.75ma. No surgical intervention has occurred to date.

Event description:
On (B)(6) 2014 the physician reported that the patient had multiple seizure types that all increased, however the patient¿s seizure frequency has improved since the generator replacement. No further information was provided by the physician.

Event description:
On (B)(6) 2015 the explanted generator was returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
The patient reported that the device settings were down; some when they were timed on a cell phone stop watch. It was reported that the device stimulation was all over the map; with how it was stimulating. The patient feels that the vns is not working.

Event description:
Additional information was received from the vns patient stating that her device was providing erratic stimulation and needed to be replaced. The patient stated that her device was not responding to magnet activations and that her seizures had increased in duration. The patient¿s device was interrogated during a surgical consult on (B)(6) 2014 and physician stated that there were no issues with the device. No known surgical interventions have occurred to date.

Event description:
On (B)(6) 2014 it was reported that the patient underwent prophylactic generator replacement at the discretion of her neurologist. The explanted generator has not been returned for product analysis to date.

Manufacturer narrative:
Date received by manufacturer; corrected data: inadvertently listed incorrect date on follow-up report #8. The correct date should be (B)(6) 2015.

Event description:
On (B)(6) 2014 it was reported that the patient was scheduled for surgery. The patient indicated that the surgeon may need to replace the lead. The patient stated that she had a long seizure that did not respond to the magnet at all, so the patient¿s mother gave her an ativan to stop it. The patient stated her seizures are getting worse and worse and longer and longer and are no longer responding to the vns magnet. Although surgery is likely, it has not occurred to date.

Event description:
On 07/28/2015 product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. However, diagnostic values (magnet mode only) indicated that the output current reported low (2.50ma) with the device programmed to 2.75ma. Nonetheless, the measured output signal amplitude demonstrates that the generator is able to deliver the programmed 2.75ma (with a 4k ohm load calculated output 11.00v +/- 10%) despite the warning message of a low output condition. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.932 volts, shows an ifi=no condition. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2014 it was reported that the hospital discards explanted products and therefore the explanted generator cannot be returned for product analysis. The generator had been replaced due to an increase in seizures. Additional information has been requested from the physician but no further information has been received to date.